Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self test  error. The customer¿s blood glucose was unknown. Customer states that they were able to clear the alarm. Customer reports that they were not able to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test and self test . No error alarm during testing. No self test failed alarm found in history file.